Manufacturer narrative:
The device return is anticipated; however, at the time of the report the device has not been received by verathon.

Event description:
The customer reported that during a patient procedure, using a spectrum smart cable, the picture flickered in and out when the cable was moved or flexed. No delay in the procedure, use of a backup device, or harm to the patient or user was reported.